Manufacturer narrative:
Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight (8 kg to 20 kg) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the connector at the effluent bag of a prismaflex hf20 set during continuous renal replacement therapy. The set was changed to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any product abnormality that could have contributed to the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The event could not be verified as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.